Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified in the pump logs, however, no failure was identified. Additionally the alleged history issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that information in the pump's history was incorrect. Tandem technical support reviewed pump data logs and found that the pump recorded being charged up to 83%, however the customer maintained that the pump was charged up to 100%. Additionally, the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.